Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the needles did not connect with the foot plate; a cuff miss occurred. The sutures of two proglide devices were successfully preplaced prior to the evar procedure. The evar procedure was completed. The successfully preplaced sutures of two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device and in-training in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure system was returned for analysis. Although a cuff miss was not confirmed, the anterior cuff detached from the anterior needle tip would appear similar to a needle to cuff miss/suture retrieval issue, thus the reported complaint is confirmed. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause cannot be determined for the reported experience. The additional proglide devices used to achieve hemostasis appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.